Event description:
The pump was returned for investigation. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing.

Manufacturer narrative:
Attempted to submit via FDA esg on 24feb2024, but received the message "secure connection failed" on multiple web browsers.

Event description:
The following has been reported: biomed reported: I have this pump having a couple of pump problem alarms in its logs. - no patient harm reported - no infusion interruption reported although complaint was reported on 12/15/2023 to fresenius kabi, no complaint information allowing for a reportable event assessment was obtained until fresenius kabi representatives were able to pull the device logs on 01/26/2024 when it was sent to a fresenius kabi facility. An initial review of the device logs reveals the following: pneumatic valve leak failure (valve 2) an active infusion was not delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.